Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that last time she was in hospital she was having something done to her heart and had to turn stimulation off. When she got to recovery room she was hurting so she tried to turn stimulation back on and patient got the message "call the doctor", she didn't know the code. No further complications were reported.